Manufacturer narrative:
(B)(4). The analysis results found that the device a and c were returned in good physical condition. The devices were tested with a generator and both were functional. During inspection, the cutting of the test media performed as expected. The device (b) was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed . The device will stop activate (and therefore not cut and coagulate), and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device a batch g9jl1l. Mfg date 3-9-10. Exp date 2-9-15. Device b batch f9j420. Mfg date 12-15-09. Exp date 11-15-14. Device c batch g9j88w. Mfg date 1-22-10. Exp date 12-22-14.

Event description:
It was reported that during a laparoscopy procedure, the scissors was not coagulating. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time additional information requested: (B)(4).